Event description:
According to the report, the patient experienced atrial fibrillation on day 2 after the tmr procedure. The patient was treated with amiodarone and had no other aes in the 30 days after tmr. Additionally, the patient was angina-free at 30 days.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.